Event description:
It was reported that the patient's implantable neurostimulator (ins) was "shutting off on its own." It was reported that the shutting off episodes occurred since the last recharge, two days prior to report. The patient reported that "she would turn it back on and then it shuts off" and "all of a sudden she won't feel stimulation." It was further reported that when she turns her ins on "it was real hard for her to increase the stimulation" and after doing so it was "like her regular stimulation and then it stops" and she "got just real tiny stimulation." The patient also reported a return of symptoms. The battery was reported to have been ¾ full. The patient was redirected to her health care provider. Additional information was requested. A supplemental report will be filed if additional information becomes available.

Event description:
Follow up information reported that the patient's ins was off and they contacted the manufacturer's representative where they were instructed to fully charge it and then turn it back on. It was reported that following this, everything was "fine" and no malfunctions were noted. The patient did have an appointment with their physician but cancelled it since everything was normal, the device was working fine and they were doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37092 lot# 240620002, implanted: 2010 (B)(6), product type accessory. (B)(4).

Event description:
Additional information received reported the patient received assistance from their manufacturer representative and their concerns were resolved. No further information was reported.